Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. The system performance was found to be as expected. Treatment parameters were in line with the typical range. No new risk was recognized.

Event description:
Numbness and dysarthria following an essential tremor treatment. According to the new information, received from the field, the dysarthria was resolved and the numbness on lip, tongue tip, and fingertip remains (numbness is much better but there is no full relief).

Manufacturer narrative:
This case is still under investigation.

Event description:
Numbness and dysarthria following an essential tremor treatment.